Manufacturer narrative:
O2 bottle velcro.

Event description:
It was reported by service report that the o2 velcro wasn't holding. It is unk if there was pt involvement or if there were adverse consequences reported.